Event description:
The device was removed due to "broken tubing between the pump and cylinder." As reported to co, the pump component only was removed and replaced; leaving in place the cylinder(s). Catalog #9920s, serial #140649 and reservoir, catalog #9100k, serial #155120 from the initial implant surgery.